Manufacturer narrative:
Initial and final MDR (B)(4)-device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five adhesive issues event on 23-feb-2026. The infusion set patch did not stick to skin upon insertion. No further information available.